Event description:
Note: this report pertains to the third of four devices used during the same procedure. Refer to associated MFR reports 3005099803-2008-04243, 3005099803-2008-04245, 3005099803-2008-04249 for descriptions of the other devices. The physician attempted to complete the procedure with a third resolution clip device, and the "clip wouldn't extend out from the sheath." The physician attempted to complete the procedure with a fourth resolution clip device.

Manufacturer narrative:
The device was discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The device history record for this lot was reviewed; no anomalies were noted. The july 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.